Event description:
Determined to be reportable based on analysis completed in 2006. It was reported that during a coronary drug eluting stenting treatment procedure there was difficulty crossing the lesion. The lesion being treated was located in the ostial left anterior descending artery. The details of the lesion are unknown. The 2.50x12mm taxus liberte drug eluting stent could not cross the lesion. The procedure was completed with another of the same device. However, device analysis indicates stent damage.

Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage to the distal end. The struts were misaligned. Several severe kinks were noticed along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause cannot be determined.